Event description:
The customer reported to olympus that this camera head had water leakage from connector. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head had water leakage from connector. The issue occurred after a therapeutic procedure and was completed using the same set of equipment. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water leakage from the video connector and the main unit is flooded. Additional findings include scratches on the lens of the main unit and cracks on the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: cracks in the video connector indicate that the watertightness is no longer maintained. Therefore, we assume that moisture entered the inside of the unit, causing water to leak from the video connector as you indicated, leading to flooding of the main unit. Numerous scratches on the lens indicate that stress was applied to the lens. It is assumed that the surface of the lens of the main body was scraped and scratches were caused. A device history review revealed no issues were noted. This issue is addressed in the instructions for use (IFU): in the instruction manual "for safe use handling and general precautions", the following is described in the "caution" section: ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following is described in "caution" in the instruction manual "care, storage, and disposal care of exterior part and cover glass care of exterior part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Olympus will continue to monitor the field performance of this device.